Manufacturer narrative:
This event was originally reported under MFR (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU,is currently available. The hmii IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to an onset of heart failure symptoms on (B)(6) 2020. Their oral medication administration was adjusted and they were discharged on (B)(6) 2020.